Event description:
Allegedly the product sets up abnormally quick.

Manufacturer narrative:
This is a reportable malfunction. Wmt recall number r10090002. During a retrospective review of files, we determined the incident to be reportable. This is the same event as 1043534-2012-00416, 00418. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: device was out of spec in a manner that relates to event.